Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two mentor smooth round moderate plus profile 275cc saline breast prostheses, suffered left side deflation, bilateral breast asymmetry and bilateral breast ptosis post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2018: (left) mentor memorygel breast implant 275cc gel catalog: 3502751bc lot: 7561946 sn: (B)(4) and (right) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7556780 sn: (B)(4). This medwatch form is for the right breast prosthesis.